Event description:
It was reported that during use of this shaver blade in a knee arthroscopy procedure, metal shavings were observed in the joint. The surgeon flushed the knee, however, it is unknown if all metal shavings were removed from the joint. There was no report of patient injury with this event.

Manufacturer narrative:
Investigation findings: the shaver blade was received for investigation and the reported problem was verified. A visual examination of the blade noted galling of the inner and outer tube and the inner tube was broken above where the shell sits. The cause of this failure was unable to be determined. A review of product history shows similar reports of metal shavings.